Event description:
It was reported that this was an arteriotomy closure with a prostyle device relative to a procedure. Reportedly, a cuff miss occurred during step 3 as the blue guidewire [suture] was not released as expected [suture was not present when the plunger was removed] preventing proper completion of arterial sealing [device could not be used to achieve hemostasis]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to an anterior needle to cuff miss. In this case, a likely anterior cuff miss occurred leading to material separation of the link during device removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.